Event description:
Information was received from the physician noting that the patients increase in seizures was due to the vns stimulation. The physician was unable to compare the current increase in seizures to the pre-vns baseline, as they have limited documentary about pre-vns baseline. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient presented with a reported increase in seizures. Patient was referred for an EKG, x-rays, and to speak to an ent. The x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.